Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their bed due to the patient line connector cap coming unscrewed during an unknown phase and cycler of their pd treatment. Additional information provided stated that the patient noticed the patient line connector cap had slightly unscrewed and loosened causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patient stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a complaint product sample from the customer without the original package or label identified. The complaint product sample was disinfected, no leaks or other defects could be observed during the disinfection. The complaint product sample was visually inspected. During the visual inspection of the sample no cracks, holes or scratches could be observed on the cassette film, hard plastic or tubing, no other damages could be observed. A functional test was performed on the complaint product samples with the cycler machine. During the functional test no air bubbles, alarms, leaks or other issues were detected, after completing the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their bed due to the patient line connector cap coming unscrewed during an unknown phase and cycler of their pd treatment. Additional information provided stated that the patient noticed the patient line connector cap had slightly unscrewed and loosened causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patient stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. The sample was available to be returned for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their bed due to the patient line connector cap coming unscrewed during an unknown phase and cycler of their pd treatment. Additional information provided stated that the patient noticed the patient line connector cap had slightly unscrewed and loosened causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patient stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. The sample was available to be returned for evaluation.

Manufacturer narrative:
Correction provided in d9.